Event description:
It was reported that the patient had a power on reset (por) condition. The error code was 0400. The patient saw the por message on the sunday prior to the report. There was nothing around the patient¿s house and they did not have any recent medical procedures. The patient did have a CT scan 3 weeks prior to the report. It was further reported that the cause of the power on reset was not determined. The patient did not experience any symptoms. There was no troubleshooting done. The patient was doing well and receiving effective therapy. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).